Manufacturer narrative:
(B)(4). S/w ver. (B)(4) retainer ring = black. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rail. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus successful. The adapt tool was utilized to search for any pump errors that can possibly trigger the critical pump error (open book image) alarm. The adapt tool reveals a pump error 3 has occurred at the following times: (B)(6) 2021 12:11:00.000 and (B)(6) 2021 12:08:36.000. After visual inspection, there is corrosion pretty much everywhere on the two boards, pcba1 and pcba2, inside the case. There is heavy rust on the motor.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked from battery compartment all the way down to the bottom. Customer went swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.